Event description:
Customer reports the soft touch lancet spring is not working. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon eval by the MFR, it was confirmed that the lancet does not retract. Requested return of suspect device and replacement was sent.